Event description:
Covidien (B)(4) ra/qa reports; incident with a saline transfer set at (B)(4) (no patients are involved) but they are claiming that after filling an empty syringe from the saline bag that a significant amount of liquid has dripped into the injector and as a result cause the unit to stop working. No reported injury. Usually there is very little solution drip after disconnection. On (B)(6) 2013: investigation of the defective tubing found cause was due to debris in the area that could have interfered with a good valve seal.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.